Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the chait percutaneous cecostomy catheter is breaking at an unspecified time following implantation. The device reportedly broke at the junction of the catheter and the patient externalized portion of the hub. The broken catheter was explanted and replaced with a new device. The device was received by the manufacturer for evaluation. No further event or patient information was provided.

Manufacturer narrative:
Additional common name: exd - irrigator, ostomy. Additional product code: exd. Investigation - evaluation: a review of the drawing, instructions for use, manufacturing instructions, quality control data, and visual inspection of the returned device was conducted during the investigation. Visual inspection revealed one used device with biomatter present. Tape was placed around the proximal end of the catheter. There was a distinct crack on the catheter about 2mm from the trap door. The crack ran perpendicular to the length of the catheter and was about 3mm in length. The rest of the device appeared intact. The instructions for use provide warnings, including guidance stating to replace the catheter every six months and precautions for physicians to instruct patients to read and understand the patient guide for caring for their chait percutaneous cecostomy catheter. A device history record review could not be performed as the complaint lot number was not provided. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.